Event description:
Broken¿brush keeps falling off¿brush comes off in mouth: oral-b toothbrush [device breakage]. Case narrative: consumer via phone stated that the brush is broken, brush head keeps falling off/comes off in mouth while brushing teeth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.